Event description:
It was reported that during replacement, high impedances were found on contacts 0 and 2b on the old stimulator and the new stimulator. There was no clinical manifestations. The etiology had a causal relationship with the device/therapy. No action taken. The issue was unresolved with no further action planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.